Manufacturer narrative:
E1: initial reporter first name: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 9mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The patient underwent angioplasty in lower limb. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with another 3.0mmx150mmx150cm sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent angioplasty in lower limb. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with another 3.0mmx150mmx150cm sterling balloon catheter. No patient complications were reported.